Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that a clip was inadvertantly left in the patient. It was incidentally discovered in a subsequent operation at another hospital. It was also reported that there was no harm to the patient.